Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced elevated blood glucose after running out of insulin, changing supplies, and consuming two frozen dinners and low-carb ice cream; the user could not confirm fingerstick values due to lack of a meter, and insulin delivery was confirmed after the supply change with guidance provided to monitor glucose. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose after the call, with no injury or hospitalization. Investigation included review of available reports and user follow-up attempts. Investigation of this case revealed no device malfunction, with hyperglycemia most consistent with user-specific factors including insulin unavailability before the supply change and meal composition. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.